Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided d10: odsa-cert404, single overdensure abutment certain 4.1mm(d) x 4mm(h)/lot# unknown g4: additional PMA/510(k) number ¿ k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient returned back to the dentist to evaluate the upper left implant with locator at tooth site #3 that was no longer present intra oral. The pa taken noted that the implant with locator had displaced into sinus and were removed. Bone loss was also reported. Symptoms as a result of the event: inflammation, pain and abscess.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed attached to a locator abutment; however, no apparent damage identified or signs of malfunction that would have contributed to the reported events. Measurements match drawing. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did submit one (1) x-ray image for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits / patient factors. Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.